Event description:
New information noted far r-wave oversensing was the cause of inappropriate mode switches. The patient condition was unknown.

Manufacturer narrative:
The reported events of pacing problem and over-sensing were no confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Sensitivity evaluation performed at most sensitive settings indicated normal results. Further output signal verification measured pacing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the pacemaker exhibited a mode switch anomaly. The pacemaker was explanted and replaced. The patient condition was unknown. No further information was reported on this event.